Event description:
A report was received that the patients pocket incision did not close properly and a mild infection was detected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was prescribed with antibiotics. The patient underwent an ipg explant procedure. No further information could be obtained. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturiing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients pocket incision did not close properly and a mild infection was detected. The patient will undergo an explant procedure.